Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous implantable lead exhibited oversensing of non-cardiac signals, resulting in oversensing and pacing inhibition. Isometrics did not reproduce the noise.